Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the calcified and chronic totally occluded mid right coronary artery (rca). The physician advanced the 2.0x12 maverick otw balloon to the proximal rca and inflated the balloon twice to 60 psi to complete and anchor technique and then crossed the lesion with the guidewire. The physician then changed to a 1.3mm non-bsc balloon and advanced to the lesion, but was unable to cross. The physician then advanced a 2.0x12mm maverick otw balloon to the lesion and inflated the balloon to 50 to 60 psi and it ruptured. The procedure was successfully completed with another anchor technique using a different balloon. Patient status is listed as "good".

Manufacturer narrative:
The device not been received for analysis. If any relevant information is received, a supplemental MDR will be submitted.